Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that a patient presented remotely via merlin. Net. Review of the transmission revealed that the pacemaker (pm) exhibited under sensing due to post ventricular atrial blanking (pvab) setting which resulted in delayed auto mode switch (ams) therapy. No intervention or procedure was reported. The patient had no consequences.